Event description:
While attaching the abbot inflator, a crack was noted in the hub of the cypher select stent. The device was not inserted into the patient.

Manufacturer narrative:
The device crb 08300 (lot 14061690) is distributed outside the united states ; however, it is similar to the united states product cxs 08300 device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.